Manufacturer narrative:
Product ID 8709, lot# j0056632r, implanted: 2000-(B)(6), (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient¿s pump was turned off many years ago. Per the reporter ¿it was turned off in 2000 because they couldn¿t find a level that was helpful¿. The patient never had therapeutic effect; the pump therapy did not work for the patient. The pump had baclofen in the pump but was now empty. The patient planned to have an MRI procedure of the brain and back on (B)(6) 2013 and inquired as to MRI guidelines with an implanted pump.

Event description:
Additional information received reported that the patient¿s pump was empty. The healthcare provider gave the patient a ¿constant feed and he went through major depression as a result; was just a wet noodle.¿ it was noted that the healthcare provider could not find a level that allowed the patient to function. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.) .